Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and bent, and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -11.50 diopter, and the lens tore/broke during injection into the eye. The lens was removed during the same surgery with no apparent injury. The lens was not exchanged for another lens.